Event description:
It was reported that a user recently started on the ilet pump experienced anxiety about potential hypoglycemia, and a caregiver requested education on start-up use and the pump¿s insulin suspension features; troubleshooting and education were completed, including review that insulin delivery stops when glucose is rapidly declining or below 70 mg/dl. Symptoms included hypoglycemia. Outcomes included user counseling on oral glucose treatment and reassurance regarding device safety features. Investigation included customer interview and education review. Investigation of this case revealed no device malfunction reported and no hardware issues identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.